Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up and, upon interrogation, the patient was in vvi. Fluoroscopy revealed the asymptomatic patient¿s right atrial lead was dislodged. The right atrial lead was repositioned and, as a result of the repositioning, sensing and thresholds were normal and stable. The patient was stable during and after the procedure.